Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, the stapler was fired. However, the stapler stopped halfway and could not continue. These occurred in two units of reloads. Another device handle was used to complete the case. There was no patient injury.